Manufacturer narrative:
This report is filed on 07 feb 2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Correction: the correct date of implant was (B)(6) 2006; not (B)(6) 2007 as previously reported. This report is filed 10 feb 2014.

Event description:
Per the clinic, the device was explanted due to infection.the device was explanted (B)(6), 2012. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patients device record, the patient was reimplanted with a new device (B)(6) 2012. Correction: the correct serial number of the device is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2012.